Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a routine generator change procedure, the physician reported that during extraction of this right ventricular (rv) lead, the lead pin fractured and broke. The physician explanted the lead and replaced it with a new lead successfully. No additional adverse patient effects were reported.